Manufacturer narrative:
(B)(4). Date sent: 5/25/2021. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows some tyvek from top view of product code: gst45b, lot#: u40t06. Two of the tyvek can be seen with a different color like a light blue on the artwork print. In addition, lot number was reviewed, and it belongs to a gst45b device, and the manufacturing date printed on the box does match the expiration date recorded on our quality tracking system (B)(4). Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that the printing color of the package is different. It contains the package with deep blue and light blue in one box. There were no patient consequences.